Event description:
It was reported that the user accidentally performed a factory reset on the ilet while attempting to switch from a dexcom sensor to a libre sensor for the first time, after which no glucose values appeared and the user referenced high glucose from the abbott app; the issue was attributed to an incorrect setup procedure and sensor-to-device pairing limitations, and no specific device component was implicated. Symptoms included hyperglycemia without reported accompanying symptoms. Outcomes included missed insulin dosing while the user reverted to manual backup therapy pending new sensors. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed no device malfunction, with a usage problem identified consistent with an improper or incorrect procedure. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.

Manufacturer narrative:
Initial.